Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the handpiece device was broken, torn off. It was noted that the trigger was broken. It was further determined that the device failed pretest for check function of all modes, and check proper function of the triggers. It was noted in the service order that post procedure it was observed that the ¿unit spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as jan 22, 2018 on the initial report. It has been updated as feb 8, 2018. Device evaluation: subsequent investigation was performed, including the service history review and/or the device history review, which indicated that the device had not been previously serviced within the recommended service interval timeframe. Therefore, the assignable root cause was corrected from premature wear to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.